Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) to resolve the issue. The system was tested and verified as ready for use. Isi has received the vp for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical support engineer (tse) for phone assistance while preparing the da vinci system which displayed a self-test in progress message that persisted after two reboots. The tse first recommended a hard reboot of the da vinci system, cleaning and reseating the blue fiber cables. The customer performed the hard reboot and reseated the blue fiber cables, but the self-test message remained, and the grey fiber cable from the vision side cart (vsc) to the video processor (vp) was lit red. The tse then recommended a hard reboot of the vsc, cleaning and reseating the grey and orange fiber cables, and verifying the vp breaker and power cord connections. The customer reseated the cables, rebooted again, and the issue still persisted. Tse then recommended trying a different grey fiber cable; the customer used a shorter blue fiber cable from a simulator in place of the grey cable, rebooted the system, and the system powered on without errors, allowing the customer to proceed. The procedure was completed as planned with no reported injury.